Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired only a partial staple line. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the device fully cut and partially staple? Did the device partial fire,with the cut line and staple line equal in length?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the device fully cut and partially staple? Did the device partial fire, with the cut line and staple line equal in length? Response: I am sorry, I do not know the answer to the questions below. I was not present during the case, and have not been able to meet with the surgeon.